Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. The hardware elective replacement indicator (eri) byte indicated that the device had not reached eri. The ID byte was found to be incorrect, but was successfully restored. Software could not be downloaded. The pulse generator was replaced due to unresolved backup vvi status.

Manufacturer narrative:
No medwatch form was received.